Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory 45 (not at "home" position after power-on/restart) message that could not be cleared per previous instructions given. No patient involvement was reported. No further information was provided. Please note that the date of event is unknown.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/06/2014 for investigation. Investigation results as follows: the reported complaint of the platform displaying a user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed. Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "the autopulse enters a user advisory state or the fault state when one of several conditions is detected. A user advisory generally indicates that a misalignment or inappropriate movement of the patient or the lifeband has occurred. A fault generally indicates that the autopulse has detected an inappropriate internal condition. Both conditions are typically correctable by the operator. Follow the instructions on the screen and then attempt to restart active operation by pressing the start/continue button." "The autopulse driveshaft has a "home" position that is a point of reference for autopulse operation. If the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position." To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then press restart. Per "warning" indicated in the autopulse resuscitation system model 100 user guide (pn: 12555-001), "removing the band clip when the driveshaft is not at its home position will result in a permanent user advisory (45) that the user will not be able to clear. This may be the case if the lifeband has been cut." "The lifeband should be removed from the driveshaft only from its home position. If the chest bands have been cut it is quite possible that the chest band is still wound onto the driveshaft. Care should be taken to ensure that the bands are fully extended before the cover plate is opened and the band clip is removed." The archive data shows that the ua 45 fault occurred multiple times while the unit was in the field. In addition, the ua 45 fault was also observed during functional testing. The investigation results indicated that the cause of the observed problem was the driveshaft being out of its home position. Following service of the platform, including re-positioning of the driveshaft back to its home position, the device passed all testing criteria.